Manufacturer narrative:
(B) (4). Method: the (B) (4) chamber in this complaint ("the chamber") was not returned to fisher & paykel healthcare for investigation. Our analysis is therefore, based on the event description, the photograph provided and analyses of similar complaints. Results: the event description describes the crack as occurring at the base of the chamber. The cracks to the chambers have occurred while in use on the sensormedics 3100b ventilator. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the chamber cracks have most likely resulted from oscillatory stresses induced by the high frequency ventilator. Design improvements were made to the mr290 chambers, which resulted in the (B) (4) variant to be used in high frequency applications. This improvement reduced the incidence of cracking, but did not eliminate the problem entirely. A CAPA has recently been initiated to further investigate the problem of cracked chambers when used in conjunction with high frequency oscillatory applications, in particular use of the (B) (4) chamber with the sensormedics 3100b ventilator. (B) (4).

Event description:
A hospital in (B) (6) reported via our clinical product specialist in (B) (6), that during the application of high frequency oscillatory ventilation on a patient, the (B) (4) high frequency autofeed humidification chamber, cracked vertically at the reinforced strut area to the base of the chamber. The hospital has since confirmed that the ventilator in use was the sensormedics 3100b. No patient consequence was reported.